Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported that about a year after ins was implanted, one of the leads broke and the patient had to have revision.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type lead, product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) reporting that the lead break was first noticed on (B)(6) 2013. The leads had migrated. A lead revision occurred on (B)(6) 2013,the broken lead was removed, and a new lead was implanted. The leads were removed and returned. There was no record in manufacturer information that the removed leads were returned. No further complications were reported.